Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, sex, weight and ethnicity and race were not provided for reporting. This report is for (reach dentotape 100m EU 87159035 dtawa45686eua). Device is not distributed in the united states, but is similar to device marketed in the USA (reach j&j floss dentotape 100yd USA (B)(4)). UDI #: (B)(4), upc = (B)(4), expiration date= na, lot number = 1038d. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (reach j& j floss dentotape 100yd USA (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported that reach dentotape was used and the thread divided and got stuck between the teeth. The consumer stated that the consumer had received a repairing/filling in the tooth and a half tooth disappeared after device use. There is no additional information at this time.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 13, 2018. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.